Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a previous follow-up in (B)(6) 2019, the remaining battery was 17 percent. Then, four months later, the remaining battery was 10 percent. The expected lifetime calculation for the previous two follow-ups were incorrect according to the physician. The device was replaced for elective replacement indicator (eri). The patient was stable with no adverse consequences.